Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided by the customer for investigation. The sample was visually examined using 10x magnification and it was observed that there was black foreign matter (fm) embedded in the syringe barrel. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Potential root cause, embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Bd acknowledges that the returned sample had black embedded foreign matter (fm). H3 other text : see h.10.

Event description:
It was reported that black foreign matter was found inside the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the package we notice dirt, in the form of dots in black color inside the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found inside the bd luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the package we notice dirt, in the form of dots in black color inside the syringe."